Event description:
It was reported that on (B)(6) 2025, a 19mm regent heart valve with flex cuff was selected for procedure. It was noted during procedure when attempting to rotate the valve, that a leaflet dislodgement occurred and an orifice fracture occurred. There was no resistance felt when rotating the valve and no instruments encounter the valve at the time of dislodgment/fracture. Nothing else other than the holder handle used to position or rotate the valve. The holder handle fully inserted into the orifice at a 90 degree angle. The valve was in a closed position when it was rotated and the leaflet dislodged/fractured. The leaflet was able to be retrieved, but it's noted that there are remains of the valve that remain in the heart. The physician did not try to reinsert the dislodged leaflet. The decision was made to remove and replace the 19mm regent heart valve with flex cuff with another one of the same size to complete the procedure. However, it was noted that halfway through implantation, the disc of the replacement valve ruptured. The disc completely detached when the sutures were tied. The patient was stable and fully recovered at the time of report.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 19mm regent heart valve with flex cuff was selected for procedure. It was noted during procedure when attempting to rotate the valve, that a leaflet dislodgement occurred and an orifice fracture occurred. There was no resistance felt when rotating the valve and no instruments encounter the valve at the time of dislodgment/fracture. Nothing else other than the holder handle used to position or rotate the valve. The holder handle fully inserted into the orifice at a 90 degree angle. The valve was in a closed position when it was rotated and the leaflet dislodged/fractured. The leaflet was able to be retrieved, but it's noted that there are remains of the valve that remain in the left ventricular outflow tract. The physician did not try to reinsert the dislodged leaflet. The decision was made to remove and replace the 19mm regent heart valve with flex cuff with another one of the same size to complete the procedure without complications. The patient was not taken off bypass and placed back on bypass due to this event. The dislodged leaflet was able to be completely recovered from the patient. The patient was stable and fully recovered at the time of report. No additional information was provided. Subsequent to the previously filed report, additional information was received that pieces of the fractured 19mm regent heart valve with flex cuff orifice remained in the left ventricular outflow tract. The dislodged leaflet was able to be completely recovered from the patient. A correction needs to be made as there was actually no complication with the replacement 19mm regent heart valve with flex cuff. The replacement valve was implanted with no issues and remains implanted. The patient was not taken off bypass and placed back on bypass due to this event. No additional information was provided.

Manufacturer narrative:
An event of leaflet dislodgement and orifice fracture was reported. The device was returned to abbott for investigation and found the orifice, pivot guards and recessed pivot areas was noted to contain scratches on the surface and were fractured. Both leaflets were noted to be fractured. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. While the root cause of the leaflet and orifice fracture could not be conclusively determined, the damage may have been caused by some external force applied to the valve which overstressed the carbon material. However, this cannot be confirmed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.